Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. Upon return a stent protector was placed over the stent. The proximal end of the stent was visible and proximal stent damage was noted; stent struts were struts bunched in a distal direction and misaligned. The device soaked in a water bath at 37 degrees celsius for 30 minutes in an effort to remove stent protector and stylet. The investigator then successfully removed both the stent protector and stylet. The mid crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A break was noted in the manifold and strain relief hub. The manifold section proximal of this break site was not returned. A visual and tactile examination of the hypotube found a hypotube break 260mm distal from the distal end of the strain relief. The hypotube was also broken within the manifold and strain relief hub at the site of the manifold/strain relief hub break. Multiple hypotube kinks were also noted. A severe hypotube kink was noted 471mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.